Event description:
It was reported that externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.